Event description:
It was reported that the right ventricular (rv) lead had a failure due to high threshold. Therefore, the rv lead was capped and replaced with a new lead. It was also reported that the device depleted prematurely reaching elective replacement indicator (eri), therefore the device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.